Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on informatvestigate or verify prior to the required reporting datg. Thr vrrify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 - lot number. D9 - date device returned to manufacturer. H4 - device manufacture date. H6 - codes updated to imdrf codes. Visual inspection: the scrdriver shaft 1.5 t4 short self-hold (p/n: 03.114.002, lot number: 56p2120) was received at us cq. Visual inspection of the complaint device showed the distal tip of the complaint device was stripped/ worn out/twisted. No other issues were observed with the retuned device. Dimensional inspection: drawing: 03_114_002 rev l feature: shaft diameter specification: 2.35 mm 0/-0.05 mm measured dimension: 2.33 mm result: conforming measurement device: caliper ca122p document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed screwdriver blade: 03_114_002 rev m/l (current and manufactured) no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device was received stripped/ worn out. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - manufacturing location: supplier- universal punch / monument manufacturing date: 17-nov-2020 part number: 03.114.002, stardrive scrwdrvr shft/t4/ 42mm/self-retaining lot number: 56p2120 (non-sterile) lot quantity: 95 one piece was scrapped in cell at op #60, vendor tin coat, as a destructive test sample. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, ns068610 rev e met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 15-sep-2020 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at 58.51. Inspection certificate supplied to universal punch from zapp (for raw material) dated 17-sep-2019 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated 28-oct-2020 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 11-nov-2020 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device history review - 24-nov-2021: DHR reviewed by: mschoenfeld this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for a surgery. During the surgery, the screwdriver does not hold the screw properly due to damaged tip. It was unknown if the surgery was completed successfully the patient outcome is unknown. Concomitant device reported: unk: screws: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for one (1) stardrive screwdriver shaft t4/42mm/self-retaining. This is report 2 of 2 for (B)(6).